Event description:
Procedure: vats lobectomy. According to the reporter: during a laparoscopic vat wedge resection, the doctor transected the tissue, using the I-drive. The doctor then tried to transect the tissue, using the egia 60amt(n4g0496kx). He approached the jaws of the egia 60amt(n4g0496kx) to the spot and clamped them. He pushed the green button(pushed before firing) and then pushed the blue button(firing button). However, stapler stopped in the middle of the egia 60amt(n4g0496kx) and the blade of the stapler was also stopped after pressing the gray button. After, surgeon changed the cartridge to a new one(n4g0496kx), and loaded. He then tried to transect but the blade did not go forward. So, the doctor had replaced the ethicon stapler. Sales rep checked the idrive after but found that I-drive working fine. Idrive won't be returned. Patient involvement? Yes. Patient injury? No . Type of procedure: video-assisted thoracoscopic surgery (vats) . Medical intervention required? No. Was re-intubation/re-cannulation necessary? No. Was surgery time extended by 30 mins or more? No. What is the current condition of the patient? Fine.

Manufacturer narrative:
(B)(4).